Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal bleeding and syncope could not be conclusively established through this evaluation. Additionally, review of the submitted log file confirmed low flow and pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined. The submitted log file contained events captured between (B)(6) 2023 and (B)(6) 2023. Multiple low flow events were captured on (B)(6) 2023. Additionally, multiple pi events were captured throughout the file. No other notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and other neurological events (not stroke-related) as an adverse event that may be associated with the use of the hm ii lvas. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Additionally, section 6, entitled ¿patient care and management¿ (under ¿pump performance monitoring¿), states that complaints of dizziness should prompt immediate evaluation of the patient and the system. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4, ¿system monitor¿, states that, ¿if the system detects a pi events, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a gastrointestinal bleed and reported having numerous syncopal events recently. There were no current concerns related to the pump function, but the patient did have low flow alarms logged as well as an oddly high volume of pulsatility index (pi) events. Log files confirmed multiple sustained and unsustained low flow events on (B)(6) 2023 as well as pi events.